Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08264. It was reported that a catheter entanglement occurred. An icross imaging catheter was selected to visualize the coronary artery. During percutaneous coronary intervention (pci) procedure, it was noticed that the icross imaging catheter and the non bsc guidewire were intertwined within the guidezilla guide extension catheter. The physician opted to remove the three devices together from the patient as one unit. The procedure was successfully completed using another guidewire and icross imaging catheter without using a guidezilla guide extension catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the catheter was received along with a guidezilla guide extension catheter. Device analysis revealed a kink in the sheath assembly from femoral marker to the proximal end. The guide wire exit port was found damaged and the guidewire came stuck along with the returned device. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-08264. It was reported that a catheter entanglement occurred. An icross imaging catheter was selected to visualize the coronary artery. During percutaneous coronary intervention (pci) procedure, it was noticed that the icross imaging catheter and the non bsc guidewire were intertwined within the guidezilla guide extension catheter. The physician opted to remove the three devices together from the patient as one unit. The procedure was successfully completed using another guidewire and icross imaging catheter without using a guidezilla guide extension catheter. No patient complications were reported and the patient's status is fine.